Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (device evaluation). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: it's found there was a vertical stripe in the image, displays color bar, and printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "a blue vertical line appears on the right side of the screen" occurred due to a circuit board failure. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed a blue vertical stripe on the right side. There was no delay to the diagnostic procedure, and the patient was not under anesthesia. The event was observed during a procedure which was completed with a similar device. There was no patient harm or user injury reported due to the event.